Manufacturer narrative:
Reliability analysis inspected 1 sealed enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Inspected 3 opened/used sensors and performed visual inspection and found 1 of 3 sensors with cannula broken, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. The two remaining opened/used sensors passed with accurate readings.

Event description:
The customer reported that the sensor did not last 6 days. The customer received calibration not accepted, lost sensor, and change sensor alarms. Customer's blood glucose level was 137 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.